Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the system logs noted errors 23094, 23087, and 23118 pointing to the insertion chip encoder virtual absolute (cva). The usm was tested on an in-house system in normal mode where it passed. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) where it passed. An error 23094 was confirmed, but not replicated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced a recoverable 23094 fault that would not recover. The customer had restarted before calling into technical support. The technical support engineer (tse) had the customer perform a hard restart, but issue was not resolved. The customer was going to try to do case with 3 arms. The procedure was completing as planned with no reported injury.